Manufacturer narrative:
A replacement display was sent to the customer and the repair was performed. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the touch screen is not reacting on inputs properly. This issue happened during a ventilation on a patient. The patient had to be removed from this ventilator but no patient harm was reported.